Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. The fse reloaded the software and received the green check mark. After rebooting the unit, it went into system failure. To fix this issue, the fse replaced the executive processor board. The iabp was then returned to the customer and cleared for clinical use. The initial reporter named is a getinge employee who has different contact details from that of the event site, and has the following contact information: (B)(6).

Event description:
It was reported that during routine replacement of the safety disk the getinge field service engineer (fse) checked the error logs of the cardiosave intra-aortic balloon pump (iabp). The fse found several error code #2 . There was no patient involvement and no adverse event was reported.